Event description:
The customer reported that while sealing the uterine artery during a hysterectomy, the device would no longer open. The procedure was converted to open and the surgeon opened the jaws with his fingers. The patient was said to be doing fine post-surgically.

Manufacturer narrative:
(B)(4). A visual examination of the instrument revealed no damage. The jaws were not stuck shut. When the sample was latched closed the jaws aligned properly to each other. The sample opened and closed normally with minimal force. The ratchet was not stuck and opened and locked normally. Covidien lp provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaw and lead to improper performance.